Event description:
It was reported the lead was replaced due to malfunction. Additional information was later received reporting the lead fractured. No patient complications were reported as a result of this event.